Event description:
It has been reported that the needle 30x1/2 rb has been found clogged during use. The following has been provided by the initial reporter: it was reported that needles are clogged/blocked. Per customer: staff is unable to push any medication through the needle no matter how hard they push it appears that a small amount of medication may be coming out through where the needle connects to the syringe, but nothing comes out through the needle reporter states this has happened numerous times and possibly with other lot numbers; however, they do not know what those lot numbers are.

Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation making it impossible to confirm the complaint and to determine a root cause. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8324761, medical device expiration date: 2023-12-31, device manufacture date: 2018-11-20. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 30x1/2 rb has been found clogged during use. The following has been provided by the initial reporter: it was reported that needles are clogged/blocked. Per customer: staff is unable to push any medication through the needle no matter how hard they push it appears that a small amount of medication may be coming out through where the needle connects to the syringe, but nothing comes out through the needle. Reporter states this has happened numerous times and possibly with other lot numbers; however, they do not know what those lot numbers are.